Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The gender of the baseline characteristics is male and the baseline age is 64 years old. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: implantable loop recorders in the real world: a study of two canadian centers. Journal of interventional cardiac electrophysiology. 2017; 50(2):179-185. 10.1007/s10840-017-0294-y. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac monitors (icms). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that patients experienced infection of the implant site, pain at the implant site requiring device removal or device revision, hypertrophic scarring of the implant site, and device undersensing. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.